Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: product issue: department reports: suddenly stopped working saying service requested. Sn: (B)(6). Description of issue: test infusion was performed. 10ml delivered @500ml/hr, infusion completed successfully with no errors or faults. Date and time issue occurred: unknown. Patient harm or delayed infusion: not reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.